Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A biomedical professional requested service due to multiple system messages displayed during a procedure and the need for a tabletop lamp to be replaced. The procedure was completed with no impact to the patient.